Event description:
It was reported that during a hand assisted right hemicolectomy procedure, the trocar was leaking pneumo anytime they removed the devices. The same trocar was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as "whistling" or "hissing"? Yes, hissing. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Seal possibly. Was a device inserted in the trocar during the leaking? Grasper 5mm. Was any torque being applied to the trocar or device? No. The analysis results found that the device was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.